Manufacturer narrative:
Investigation findings: the complaint call states that the "collar cracked under chin." The complaint call did not specify if the collar was broken during application on a patient; the sample was received by qc investigator. The collar was indeed cracked under chin. There was no lot provided for this sample. This part is molded from the polypropylene (pp) resin; a corrective action and preventive action (CAPA) investigation was performed for similar complaints in 2015. As a result, the polypropylene (pp) resin raw material was changed to improve the robustness of this part. The first lot of this product that incorporated molded pieces with this new polypropylene resin was manufactured on 01/27/2016 (lot 41545015). Since not lot number was provided by customer, the investigators are unable to determine if the complaint sample was manufactured before or after the corrective action; as of 01/19/2017, only one complaint call for this type of failure has been received, for product manufactured after the corrective action, was implemented. The sample was reported to have been damaged during shipping and not on patient or during application to patient. All other complaints, except one, were verified to be for product manufactured before the corrective action. One was unverified because no lot numbers or sample was provided; the complaints to sales ratio for all part numbers of this product in 2016 (this product is sold under 7 different part numbers), was 0.00012. In 2015 this ratio was 0.00021. This is half of what it was before the corrective action was implemented; root cause: at this time, a root cause cannot be determined as the lot number was not provided. Corrective action: there is no corrective action needed at this time. Preventive action: there is no corrective action needed at this time. No further information is available at this time. We will provide follow up report if additional information becomes available.

Event description:
When did quality issue occur: before use. Who was using or operating the product when the quality issue occurred: health professional. Detailed description of quality issue: collar cracked under chin. How was the quality issue was identified: by visual inspection. How was the product being used: emt collar. Was it the initial use of the product: yes. Was the product modified from the original condition supplied by deroyal: no.